Manufacturer narrative:
The customer reported the bsm (bedside monitor) is getting a fatal error and forces the bsm to restart. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The main board was changed to fix this issue. Tested all other functions prior to shipping. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the bsm (bedside monitor) is getting a fatal error and forces the bsm to restart.